Event description:
It was reported that the right ventricular (rv) lead was oversensing atrial events that was noted on sensing integrity counter (sic). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.